Manufacturer narrative:
Additional information: patient code: (B)(4) - refractive change over time. Corrected data: the reporter indicated that the patient had an icl with an unknown serial number and diopter implanted in patient's left eye (os) in (B)(4) 28 months prior to (B)(6) 2016. The patient feels slight pain in the left eye. Patient visited same surgeon who implanted icl. Exam indicates that eye power at -0.50 and -0.25 "in both eyes," specific eye/power was not clear. (B)(4). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: (unable to confirm complaint): attempted to contact patient for additional information, none forth coming. (B)(4).

Event description:
The reporter indicated that the patient had an icl with an unknown serial number and diopter implanted in bangalore 28 months prior to (B)(6) 2016, and for the last two month the patient has experienced some discomfort seeing objects in the right eye, which need more focus. The patient feels slight pain in the left eye. Patient visited same surgeon who implanted icl. Exam indicates that eye power at -0.50 and -0.25 "in both eyes", specific eye/power was not clear.